Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. MDR filed due to keywords ¿sparked¿ and "melted" present in complaint. The joystick cable was returned for evaluation. The cable was received with physical damage (pinched and torn). No power was applied to the damaged cable. Therefore, the complaint of the cable sparking was not able to be verified. The underlying cause of the complaint issue was most likely due to the damaged cable; however, the root cause of the damage is unknown.

Event description:
The cable allegedly sparked when connecting to the joystick and the pins were allegedly melted. No injury is alleged.